Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a hole burnt through the silicone. The silicone exhibits localized melting around the hole, indicating an arcing event occurred. The hole is oblong, approximately .050 x .030 in size, and is located .190 above the silicone to sleeve interface. The tip cover accessory also has a mechanical tear in the silicone, near the hole.

Event description:
It was reported that while the surgeon was dissecting tissue during a da vinci si hysterectomy procedure, arcing was observed coming from the 8 mm monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The tip cover accessory was removed and inspected, and a hole was noticed during inspection. A replacement tip cover accessory was installed on the mcs instrument and the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.